Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose levels that ranged from 374-485 mg/dl. Customer delivered a correction bolus prior to go to the ER in attempt to resolve bg level. Customer was treated with intravenous saline and insulin, and was released from the ER the following day with no permanent damage. Tandem technical support (cts) performed a pump system check, and verified the pump functioned as intended. During system check, it was determined that the customer used the cartridge past recommended labeling. Cts educated customer on cartridge labeling. Recommendation was made to consult with healthcare provider regarding diabetes management.